Event description:
It was reported that there was no image on the monitor of the stenoscop system. There was no report of patient injury.

Manufacturer narrative:
A ge service rep assisted the customer by telephone. Customer reconnected the interconnect cable, and the reported issue was resolved. Customer cancelled the service call. No additional information.